Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A pharmacist reported that multiple knives did not cut during surgeries. Patient impact information is unknown. Additional information has been requested.

Event description:
Additional lot number information was received which will make this report the second of two reports from the same facility.

Manufacturer narrative:
A sample and lot number information has been received that has not yet been evaluated by manufacturing. Due to an additional lot number having been received, this report will reflect the first of two reports from this facility. (B)(4).

Manufacturer narrative:
One knife sample was received in an opened blister package. The returned sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The final customer lot was identified. A device history record review was conducted and no anomaly was found. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on the device history record review. A complaint history examination indicates that no additional complaints were associated with the customer's reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).